Event description:
A closure device was received at abbott vascular. Analysis of the device noted the plunger was returned with both needles engaged to the cuffs and the suture cut just distal. The guide was separated. Only a portion of the guide and sheath was returned. The proximal portion (device handle and guide tube) were not returned. There was no information reported regarding this device. No additional information was provided.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2023. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The reporters name is unknown as the device was received at abbott vascular without information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as a guide separation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The issue is likely related to user device manipulation post procedure resulting in guide separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.